Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -12.00. Device evaluated by manufacturer? No. Lens not returned. Evaluation: lens work order search. Evaluation results: a lens work order search revealed no similar complaint within the work order. Conclusions: no conclusion can be drawn: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6, -12.00 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. The lens tore during delivery into the eye and was removed. No adverse event was reported. No other lens was implanted.